Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Review of event history log could not be performed, as the pump is being block by an error, different from the customer reported one (lec 1620). Service history review found no previous repairs were noted within the last 12 months. Functional testing was performed, and the reported issue was not duplicated. Before returning to the customer the device has to pass functional and delivery tests. The cause of the error was not identified.

Event description:
It was reported that the device indicated motor error. It is unknown if there was patient involvement. No patient harm/adverse event was reported.